Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received loading dose of 325 mg of aspirin and 600 mg of clopidogrel. A lotus introducer set was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment a 23mm lotus edge valve. The same day of the index procedure, the subject developed left bundle branch block (lbbb) and mild transprosthetic aortic valve regurgitation. Echocardiogram was performed led to the prolongation of existing hospitalization. On an unknown date, a dual chamber permanent cardiac pacemaker was implanted. The event was considered to be not resolved.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb). Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received loading dose of 325 mg of aspirin and 600 mg of clopidogrel. A lotus introducer set was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment a 23mm lotus edge valve. The same day of the index procedure, the subject developed left bundle branch block (lbbb) and mild transprosthetic aortic valve regurgitation. Echocardiogram was performed led to the prolongation of existing hospitalization. On an unknown date, a dual chamber permanent cardiac pacemaker was implanted. The event was considered to be not resolved. It was further reported that the same day of the index procedure, temporary pacing was started. Two (2) days post index procedure, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.